Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used original charging cable, wall adapter, and working wall outlet, and no power source alerts appeared in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes until pump began charging and did not change charging supplies, and no shutdown or loss of power occurred, so no further assistance was required.